Event description:
It was reported through a research article identifying mitraclip devices that may be related to the following: posterior leaflet laceration, mediastinitis, sepsis, retroperitoneal hematoma, acute renal failure, pericardial effusion, congestive heart failure, ventricular arrhythmia, pulmonary edema, pulmonary infection, acute myocardial infarction, recurrent mitral regurgitation, death, additional therapy/non-surgical treatment, surgical treatment, and prolonged/additional hospitalization.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The mitraclips remain in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: mitraclip therapy and surgical edge-to-edge repair in patients with severe left ventricular dysfunction and secondary mitral regurgitation: mid-term results of a single-centre experience.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the cds devices. Review of the lot history records could not be conducted because the lot numbers were not provided. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient deaths and the relationship to the devices, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling.